Manufacturer narrative:
E1:patient city: athens. Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient's infusion set tubing detached from connector on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.